Manufacturer narrative:
Additional information added to: d10, g4, g7, h2, h3, h4, h6, h10/11. The device was returned for evaluation. Visual inspection found one torn haptic caught in between the inside wall of the tip and the plunger rod of the delivery device. It was also observed that the plunger was not fully retracted back into the body, which bent the fork while docking the shuttle and caused the fork to not engage the iol as intended. Due to the condition received, functional testing could not be performed. The lot trend analysis and risk analysis review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined. However, as the plunger was not fully retracted back into the body, user related factors might have contributed to the event.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection found one torn haptic caught in between the inside wall of the tip and the plunger rod of the delivery device. Due to the condition received, functional testing could not be performed. The device history record review did not find any anomalies or non-conformities related to this event. The investigation of this event is in progress. And a follow-up report will be submitted, upon completion of investigation.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
The surgeon reported while implanting the intraocular lens (iol) that the trailing haptic had sheared off in the small area of the conicle tip and remained in the injector when the iol was implanted. The trailing haptic was almost upright and only became visible after implantation. The iol was removed from the eye after enlarging the incision and no sutures were required. The original incision size was 2.4 mm and it was enlarged using a keratome to an unknown size to remove the lens. No sutures were required. The duration of the surgery was not extended. A second iol of the same model and diopter was implanted and surgeon reports observing a crack in the haptic at the optic/haptic junction (fenestration hole). This iol remains implanted and it was reported that there is no known patient impact. Patients current prognosis and treatment is standard with no special requirements. Additional information has been requested and not received.